Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the cartridge did not open after closing and firing on tissue. The instrument was pried off from tissue with some tissue damage reported. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).